Event description:
It was reported that a patient experienced a heart attack and subsequently died due to cardiac failure coincident with automated peritoneal dialysis (apd) therapy. Two days prior to death, the patient experienced a heart attack at home and was transferred to the hospital via emergency medical service. At that time, the patient was admitted to the hospital. Treatment was not reported. Apd therapy was ongoing during hospitalization via the hospital¿s homechoice (hc) cycler. The patient did not recover from the heart attack and died two days later while in the hospital. The patient was not connected to the hc cycler at the time of death. The cause of death was cardiac failure. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The returned device was evaluated by the product analysis laboratory (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. The cause of the reported death is undetermined. Should additional relevant information become available, a supplemental report will be submitted.